Event description:
Prior to a breast biopsy procedure frequently popped-up errors such as l3-018, l3-021, moreover, power had blown out in the middle of procedure repeatedly. The procedure was completed with no adverse patient consequence.